Event description:
A physician in another country reported a pt who was treated in 1999 with an unknown formulation of collagen in the nasolabial folds, glabella and periocular areas. Pt developed hypersensitivity at sites treated. The pt had been skin tested with no response in 2000. The rptr did not have lot numbers for the skin test or the collagen used to treat the pt. The collagen treated sites were injected with corticosteroids. No other info was provided.